Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after repositioning and installing the plate surgeon then inserted va locking screw through the guiding block in a positioning hole. Surgeon inserted and locked the va locking screws with one screw going through the plate hole in the distal row, most styloid side. Surgeon could not remove the plate and screw; all remain implanted in the patient. It is noted surgeon used fixed mode for insertion and used the torque limiter 0.8nm in lock. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The device was not returned.